Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator and sn (B)(6) was received for evaluation. Visual inspection revealed that the connectors, switches, and labels had no physical damage. All of the mounting hardware was secured. No other visible anomalies were observed. The nt generator was connected to an external power source and the generator was powered on successfully. The generator normally booted to the main screen. The boot sequence was followed as anticipated and passed the self-test. The generator was powered cycled several times and no anomaly was noted. Sensory, motor, lesion, pulse and dosed modes were tested and the generator functioned as designed. User defined temperatures were achieved on all the ports. Review of the logs on the reported event date revealed no conclusively evidence. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. The reported complaint of temperature problem and audible noise could not be confirmed. As received, the generator normally booted to the main screen. The boot sequence was followed as anticipated and passed the self-test. Sensory, motor, lesion, pulse and dosed modes were tested and no anomaly was observed. User defined temperatures were achieved on all the ports.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information received, the cause of the reported temperature problem and audible noise could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the generator showed an error in relation to the probe heating and the procedure was cancelled. The probe was exchanged and the issue was temporarily resolved, however, when a grounding pad test was performed, the same issue occurred. The generator vent was noted to be hot, the temperature was noted to fluctuate, and the generator also made an audible sound. The procedure was cancelled and there were no adverse consequences to the patient.